Manufacturer narrative:
Additional information: g4, h6, h10 the device remains implanted in the patient therefore could not be returned for evaluation. Imagery was provided and reviewed. The imagery provided showed the valve was unevenly deployed in the descending aorta. Due to poor image quality, no other abnormalities could be determined for the valve frame. A device history review (DHR) was performed and the review did not reveal any manufacturing related issues that would have contributed to this complaint. The reported event was unable to be confirmed; therefore, a lot history review is not required. The reported event was unable to be confirmed and the occurrence rate did not exceed the control limit for the trend category; therefore, a complaint history review is not required. A review of the IFU/training material state:  insert the loader into the sheath until the loader stops, advance the edwards commander delivery system, with the edwards logo in the proper orientation (the delivery system articulates in a direction opposite from the flush port), through the sheath until the valve exits the sheath.  Note: maintain the proper orientation of the flex catheter throughout the procedure. The delivery system articulates in a direction opposite from the flush port.  Caution: for iliofemoral access, the valve should not be advanced through the sheath if the sheath tip is not past the bifurcation.  Delivery system insertion through sheath:  correctly orient delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position, shorter loader (valve sizes 20, 23 and 26mm): loader does not peel away.  Keep loader completely inserted in sheath until just before delivery system removal at end of procedure to maximize system working length.  Longer loader (valve sizes 20, 23, 26 and 29mm): if working length is sufficient, peel away the loader tube.  Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system.  Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion.  In expectation of high friction, use short movements and push delivery system closer to sheath hub.  Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible.  Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath.  If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged.  If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace.  If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system.  If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace.  Do not over-manipulate the sheath at any time.   Based on the review of the IFU and training manual, no deficiencies were identified. Inspections during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. The reported event was unable to be confirmed. Due to the unavailability of a returned device (valve), no potential manufacturing nonconformance was able to be determined. However, a review of DHR and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿there was higher than normal push force when inserting valve into the sheath. The physicians felt that tortuosity in the iliofemoral vessels caused the sheath to kink and that the push force maybe been then pushing the delivery system through the kink. Once the valve was out of sheath it was noticed the tines on frame were bent backwards¿. Additionally, the returned sheath shaft observed curve, fold and scratches from visual inspection, which provides evidence to support that the patient had tortuous and calcified access vessel. The presence of tortuosity and calcification could create a challenging pathway for delivery system insertion through the sheath and lead to resistance and high push force. Vessel tortuosity could also increase the risk of kinking the sheath and lead to resistance. This can be evidenced by the observation of gouges on flex tip. Attempts to further advance the delivery system in such condition could damage the valve. As such, available information suggests that patient factors (access vessel tortuosity and calcification) and/or procedural factors (excessive device maneuvering during delivery system advancement through sheath) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A risk assessment was performed on the reported event and no evidence of a product non-conformance or labeling/IFU inadequacies were identified in the evaluation. Initial investigation did not show any evidence that an edwards defect contributed to the reported event, therefore no corrective actions are required. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. However, per management discretion, a product risk assessment (pra) has been initiated to assess patient risks associated with valve frame damaged during use for s3u with the commander delivery system and esheath configuration. The reported event was unable to be confirmed. No manufacturing non-conformances were identified during the investigation. Available information suggests that patient factors (access vessel tortuosity and calcification) and/or procedural factors (excessive device maneuvering during delivery system advancement through sheath) may have contributed to the complaint event. A definitive root cause was unable to be determined. Although the associated issue did not exceed the (B)(6)2020 complaint trending control limits, and no labeling or IFU/training inadequacies were identified. However, per management discretion, a product risk assessment has been initiated to capture the product risk assessment.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). The investigation for this event is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 23mm sapien 3 ultra valve with a 23mm commander delivery system and 14f esheath, there was ¿higher than normal push force¿ when inserting valve into the sheath.  The operator felt that tortuosity in the iliofemoral vessels caused the sheath to kink which may have contributed to the high push forces.  Once the valve was out of the sheath it was noticed the ¿tines¿ on the frame were bent backwards, therefore, the 1st valve was deployed in the descending aorta.  A new sheath, valve and delivery system were prepped and used. The 2nd valve was deployed with good result. There was no patient injury.